Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Failure analysis was unable to verify compromised force sensor system alarm due to button/keypad anomaly. The insulin pump was received with loose/protruded drive support disk, cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.